Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. There were no non conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. There were no non conformances with respect to the sterilization process. The in-line optical inspection data showed that the lens was manufactured within power specification. There were no associated nonconformity material reports. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the cataract in the patient¿s left eye was removed, the patient was diagnosed with myopic retinal degeneration. The patient complained that she could see the edge of the lens. The patient ''tolerated'' the lens a little while. The doctor repositioned the lens on (B)(6) 2013. The patient continued to be dissatisfied and the lens was later explanted on (B)(6) 2013. The patient is satisfied with the replacement lens. The patient tolerated the procedure well and the patient was reported to be seeing very well. The replacement lens is z9002, 12 diopter lens, serial no. (B)(4). The patient¿s visual outcome is 20/40 for the left eye and the patient is satisfied. No further information was provided.